Event description:
It was reported that during a laparoscopic lobectomy procedure, the tissue pad was damaged heavily. Regarding the 1st device, an error was displayed when the device was used for decorticating around the liver. Regarding the 2nd device, an error was displayed soon after the device was used on the liver parenchyma. Another 3rd device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device (a) was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No incident related to the reported event was observed during the batch record review. The device (b) was returned with the tissue pad melted and partially detached and with the blade gouged at the tip. The device was tested with a test handpiece and generator and error code 5 was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade 'lockout' later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # (B)(4), expiration date: 01/2017, manufacturing date: 02/2012. (B)(4).